Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) debilitation lead exhibited a shock impedance measurement of greater than 125 ohms. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.